Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the gui cpu (graphical user interface-central process unit) to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Correction: PMA / 510(k) #: to (B)(4). Report source corrected from company representative to health professional, additional information: unique identifier (UDI) #: (B)(4), device evaluation: the graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. If information is provided in the future, a supplemental report will be issued.